Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the bottom cover overmold. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. Also, a crack in the seam weld was found. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The failure of this device is attributed to excessive moisture through a leak at the seam weld. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.